Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user did not initially observe drops during a supply change and had attached the infusion set connector to the cartridge before inserting the cartridge into the pump chamber, which led to connector misalignment and leakage; after education on proper cartridge filling and connector application sequence, the user replaced supplies and observed drops with successful setup. Symptoms included observed fluid leakage at the connector without reported adverse clinical effects. Outcomes included resolution after troubleshooting and education, with no alerts or alarms and no medical intervention. Investigation included remote troubleshooting and user education on proper infusion set and cartridge handling. Investigation of this case revealed user error in infusion set deployment and connector attachment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.